Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg revision procedure wherein the ipg was relocated. The patient was doing well.